Manufacturer narrative:
(B)(4). A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. The device was serviced on-site. Initial evaluation did not confirm the reported condition. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up will be submitted.

Event description:
It was reported that a flogard infusion pump experienced an f-30 alarm. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Review of the event history log did not identify the reported f-30 alarm. Functional system testing did not find evidence of the alarm. The evaluation could not confirm the reported event. Should additional relevant information become available a supplemental report will be submitted.